Event description:
Boston scientific received information that during a routine in-clinic follow up, this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range shock impedance measurements greater than 200 ohms. Review of stored device memory revealed that the out of range measurements began three months ago. Low and high energy shocks were delivered to assess the system and shock impedance measurements were observed to be within normal limits. Boston scientific technical services (ts) discussed replacement of the lead due to intermittent out of range measurements. An invasive procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was successfully explanted and replaced and the lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.